Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results found that the er320 device was returned in good condition. In addition, one bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the device misfired and jammed. A like device was used to complete the procedure. There were no reported patient consequences. The device will be returned.